Manufacturer narrative:
Stryker further evaluated the replaced part at the product analysis center (pac) and the cause of the reported issue was determined to be the protective cpu, part of the lucas 3 protective pcb.

Event description:
A customer contacted stryker to report that their device was alarming and would not perform compressions. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.

Event description:
A customer contacted stryker to report that their device was alarming and would not perform compressions. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The compression module and the protective board were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.